Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the vizigo¿ sheath hemostatic valve was noticed to be damaged. The dilator for the vizigo¿ would not advance fully when inserted into the sheath. The dilator was inserted in the center of the sheath as per instructions for use. The hemostatic valve/hub broke into two pieces. It did not become detached from the sheath. No pictures available. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The patient hemodynamics were not compromised, no blood was lost. There was no medical intervention required to stop the bleeding. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no damage that could be observed. There was occlusion when irrigating the sheath. It was partially blocked. The dilator was able to be moved through the sheath to an extent, resistance felt at the distal end with insertion of dilator. The dilator was not stuck on the sheath. An alternative sheath was used and there was no patient impact, and the procedure was not delayed.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 08-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the vizigo¿ sheath hemostatic valve was noticed to be damaged. The dilator for the vizigo¿ would not advance fully when inserted into the sheath. The dilator was inserted in the center of the sheath as per instructions for use. The hemostatic valve/hub broke into two pieces. It did not become detached from the sheath. No pictures available. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The patient hemodynamics were not compromised, no blood was lost. There was no medical intervention required to stop the bleeding. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no damage that could be observed. There was occlusion when irrigating the sheath. It was partially blocked. The dilator was able to be moved through the sheath to an extent, resistance felt at the distal end with insertion of dilator. The dilator was not stuck on the sheath. An alternative sheath was used and there was no patient impact, and the procedure was not delayed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks (broken) on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Once the valve was removed, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt; however, the separation valve could be related to the resistance and obstruction reported by the customer. A device history record was performed for the finished device 50000043 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)